Manufacturer narrative:
Two cadd cassette reservoir was received for the evaluation of a reported leaking. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination and no discrepancies were found. A leak testing was performed to ensure that measures were within specification, no discrepancies were found. A functional testing was performed on the samples where a syringe was used to look for unusual functions, and a leak was detected between the tube and the bag. The root cause was determined to be a manufacturing issue.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette was leaking. The issue was detected during preparation; no patient involved.